Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had had a CT scan and myelogram and since that time could not get any efficiency bars shaded on the implantable neurostimulator (ins) recharger. Blood and fluid had been drawn from the pt's spinal area but not near the ins site. Prior to the procedure, the pt had been able to achieve 8 boxes shaded when recharging. The pt felt stimulation and the ins battery was 75% charged. The ins was near the surface although it felt "flatter than usual." The ins could communicate with the pt programmer and a physician programmer and no power on reset messages were seen. The antenna locate feature was used, but no shaded coupling bars were achieved. Another recharger was tried with no success. It later was reported that the ins was flipped and the health care provider manually flipped it back, after which the device could be charged.